Event description:
Complainant alleged that while attempting to cariodvert a patient, the device displayed a "poor pad contact" message when using electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The electrodes used during the event had expired january 2004.